Manufacturer narrative:
The pump passed all functional testing. However, the pump was received with a missing segment due to a cracked lcd zebra connector. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, a missing address/serial label and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated there was a line through the insulin pump's screen. The customer stated the display was not present and broken pixels could be seen. The customer stated they were unable to read the display as a result of the damage. Customer's blood glucose was 130 mg/dl. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.